Event description:
Physician reported the pump was explanted and returned to the manufacturer for analysis after an implant duration of 20 months due to a pump stall. The pump was programmed to infuse hydromorphone 5mg/ml at a daily dose of 6mg/day and marcaine 20mg/ml at a daily dose of 24.010mg/day. Device troubleshooting and patient symptoms prior to explant surgery were not reported. The explanted pump was replaced with a new synchromed ii. A follow up report will be sent if additional information is received or when the device analysis results become available.